Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia with a blood glucose value of 80 mg/dl at the time of the event and was treated with emergency medical services. The current blood glucose was 192 mg/dl. The customer was reporting no symptoms related to their low bg. The customer reported a loss in communication between the mobile device and transmitter, and the sensor was not working. Troubleshooting was performed. The auto mode feature was active at the time of the event and the customer was using the insulin pump system within 48 hours of the reported low blood glucose event. No further patient complications were reported. The customer will continue the use of the insulin pump and will not be returned for analysis.

Event description:
Updated summary: on (B)(6) 2024, customer's wife reported that customer had a low of 80mg/dl. Paramedics were called but no treatment was given as they said they could not treat for a bg of 80mg/dl. Incident date was decided to be june 1, 2023 as caller said event occurred in june of 2023 but did not remember the exact date. Pump was used at the time of the low. Per caller, smartguard was used. So, sensor was used. Customer did not mention sensor was not working. Customer did not report a current blood glucose value. Customer did not lose communication between the mobile device and the transmitter at the time of the event. Partial troubleshooting was done.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.